Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Precision testing and quality controls were run, resulting within range. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting higher. The original sample was then repeated on the same instrument and the result matched that of the redraw. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The initial MDR 2247117-2014-00039 was filed on july 15, 2014. Additional information and correction (06/20/2014): the customer stated that all results were reported to the physician(s). The repeat result of the original sample was 138.

Event description:
The customer stated that all the results were reported to the physician(s).